Event description:
New information received notes that the leadless pacemaker became free-floating upon dislodgement. The lp was retrieved from the pulmonary artery.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp dislodged after entering tether mode. The lp was retrieved and replaced on (B)(6) 2026. The patient was stable.